Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Patient sustained burnmarks.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the pro padz solid gel radiolucent electrodes were received at zoll chelmsford for evaluation. Inspection of the pads did find burn marks on the rim of the conductive tin on both the anterior and posterior pads. A picture of the patient's burn was provided. The inspection of the electrodes support the customer report of patient burns and coincide with the outer edge of the electrodes. The picture also indicates that patient coupling to the zoll electrodes may have been a factor. The evidence is consistent with poor coupling between the patient and the electode pads. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Patient burns can be an associated outcome with defibrillation events and is identified in labeling as an expected risk. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while defibrillating a 66-year-old-female patient, after removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Patient sustained burnmarks.